Event description:
It was reported via repair work order that the fowler had phantom motion due to the patient left side rail cpu having fluid intrusion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.